Event description:
Reported received indicated the patient had difficulty removing the wafer after 1.5 days of wear. While removing the wafer, the skin stripped and was open and weepy about 5 to 8 times over the past 2 months. No further information was provided and the patient outcome was not reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.